Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the needle hub separated. There was no report of patient impact. The following information was provided by the initial reporter: material no: 328468 batch no: 1095772. Consumer reported needles bent when shield was removed. Consumer also reported needle hub separated.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 2022-02-07. H6: investigation summary: customer returned (1) loose 0.5ml bd insulin syringe. The customer reported that needles bent when the shield was removed, and the needle hub separated. The returned sample was examined, and it was observed that half of the barrel tip and a portion of the barrel ranging between the 0- and 10- unit markings was broken. Due to the damage to the barrel tip it was possible to detach the needle hub/shield assembly from the barrel. With the cannula shield removed it was observed that the cannula was not bent. A review of the device history record was completed for batch# 1095772. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure needle hub separated. H3 other text : see h10.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the needle hub separated. There was no report of patient impact. The following information was provided by the initial reporter: material no: 328468, batch no: 1095772 . Consumer reported needles bent when shield was removed. Consumer also reported needle hub separated.